Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1911916-2021-01303 was sent in error. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction.

Event description:
It was reported when using the bd precisionglide¿ needle w/o safety the customer was unable to inject the insulin. The needle was clogged or blocked. The following information was provided by the initial reporter. The customer stated: "there was a fill resistance issue. Caller reported needle occlusion after inserting into cartridge." 1) caller reported [needle occlusion after inserting into cartridge]. 2) number of occurrences - [3-4 times in the last month. Did the caller insert the needle into the cartridge and encounter fill resistance? - yes. Was the syringe/needle reused? - no. Was the cartridge reused/refilled? - no. Product with issue - bd 26 g, 3/8" needle, pn 305110. 7) needle lot # - [ 0072110. 8) customer's bg at time of event - [220 mg/dl] ; between 54-500 mg/dl (3.0-27.7 mmol/l), no further bg questions required.¿

Manufacturer narrative:
Investigation summary: bd implemented a thorough investigation following our corrective preventative action protocol. This was opened for a trend in reports of ¿needle clogged / blocked¿, ¿aspirate / draw (cannot / difficult)¿, and ¿needle bent¿. All three of these issues have the same net effect: temporary interruption of flow of insulin into the reservoir. Based on the investigation, these issues appear to be related to the use case which involves drawing insulin from a vial into a syringe and then filling the reservoir of the insulin pump via a small port off the body in an iterative process, utilizing existing / ¿off the shelf¿ products rather than a product designed for this use. Bd products are designed to be single use, and because this is an "off the shelf" product, bd specifications do not take into account any requirements specific to the tandem use case. The investigation concludes the complaints are related to the use case and not due to a product nonconformance. CAPA #(B)(4).

Event description:
It was reported when using the bd precisionglide¿ needle w/o safety the customer was unable to inject the insulin. The needle was clogged or blocked. The following information was provided by the initial reporter. The customer stated: "there was a fill resistance issue. Caller reported needle occlusion after inserting into cartridge." Caller reported [needle occlusion after inserting into cartridge] number of occurrences - [3-4 times in the last month did the caller insert the needle into the cartridge and encounter fill resistance? - yes was the syringe/needle reused? - no. Was the cartridge reused/refilled? - no. Product with issue - bd 26 g, 3/8" needle, pn 305110. Needle lot # - [ 0072110. Customer's bg at time of event - [220 mg/dl] ; between 54-500 mg/dl (3.0-27.7 mmol/l), no further bg questions required.¿